Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the cause is unknown. Two 4.5 fr microintroducer were returned for evaluation. An initial visual observation showed use residue on both samples. The dilator of both samples was observed to be slightly bent. The distal tip of the sheath of both samples was observed to be damaged. A kink was observed in the dilator of the first sample at the distal end of the sheath. A microscopic observation of one sample revealed a small longitudinal split and some plastic deformation on the distal tip of the sheath. The distal tip of the sheath of the other sample was observed to have a large longitudinal split with some buckling and plastic deformation along one edge of the sheath tip. The shape, location, and extent of the observed damage suggests the sheath encountered resistance during insertion, possibly due to the insertion angle, inadequate skin nick, or contact with a hard surface such as scar tissue; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported cannula pry burr cracking. No other information was provided. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.